Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level. Customer¿s blood glucose level was 40 mg/dl and 20 mg/dl. In addition, customer also experienced high blood glucose of 300 mg/dl. Customer was treated with glucose for low blood glucose level. Customer reported that they were not getting enough insulin from insulin pump. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.